Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress. Clarification of the event description has been requested, however there has been no response received at the time of this report.

Event description:
Customer complaint alleges "during an initial use of the device the medical staff found that the product button was open/ or after a short while the light stopped working." There was no report of patient injury or consequence. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint alleges "during an initial use of the device the medical staff found that the product bottom was open/ or after a short while the light stopped working." There was no report of patient injury or consequence. Patient condition reported as "fine".

Event description:
Customer complaint alleges "during an initial use of the device the medical staff found that the product bottom was open/ or after a short while the light stopped working." There was no report of patient injury or consequence. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). A device history record review was performed on the lot number of the sample received (170501) and no issues that could have contributed to the reported failure were noted. The device was manufactured according to release specification. The sample was returned for evaluation. During the investigation it was found that the krypton bulb was loose. After tightening the bulb handle, the device worked perfectly. A loose bulb leads to the lighting issue in the handle during use. The bulb may become loose during the cleaning process of handle after use. In the IFU, it is mentioned that the krypton bulb should be screwed in tightly.